Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Additional information including patient's demographics requested, but was not received.

Event description:
It was reported that the IV tubing set separated as it was been reattached to the peripheral intravenous line.

Event description:
It was reported that the microbore IV tubing set crumbled at the end piece when it was been reattached to the peripheral intravenous line. No additional information is available.

Manufacturer narrative:
Correction on the supplemental reportable aware date on follow-up #1: the date should have been 19feb2020 instead of previously reported 20apr2020.

Manufacturer narrative:
Additional information added to: b5,d11.

Event description:
It was reported that the microbore IV tubing set crumbled at the end piece when it was been reattached to the peripheral intravenous line. No additional information is available.